Event description:
Customer called to report a leak at the bsv (blood sampling valve) on the coulter lh750 hematology analyzer. The user was wearing personal protective equipment consisting of gloves and safety glasses. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were reported out and there was no impact to patient results. No death, serious injury or change in patient treatment is associated with this customer feedback (cf) event. The fse (field service engineer) did not observe any leaking at the bsv (blood sampling valve), but upon further investigation, found that the needle bellows was not draining properly. The fse cleaned the spill below the cap pierce assembly and observed the needle bellows draining properly. The repair was verified using established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause for the leak was due to the needle bellows not draining properly, which was resolved after the fse performed the services described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)